Manufacturer narrative:
These events occurred on unspecified dates in 2020 reported as ¿occurring for at least a month¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps "had clear fluid inside the wrapping" (package); further described as ¿sometimes when they open the devices, there is clear fluid inside¿. This was observed before use for peritoneal dialysis (pd) therapy. The customer stated they would throw the minicap away whenever they observed the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.